Event description:
A 3500 was received stating the following: bloknotless anchor used and removed by the md. A small metal portion fell off and retained in the shoulder. The md is aware. Co does not know what impact, if any, this incident will have on the pt. It is because of this uncertainty that this report is being filed to document this event.